Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the lead was introduced to the body through an introducer on the day of the report. The healthcare provider perceived something wrong with the lead. Upon removal, the lead seemed to be cracked in the sheath between electrode 0 and 1. The lead was never inserted into the implantable neurostimulator. A new lead was opened and placed. There were no patient symptoms reported, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.